Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: there appears to be a deposit on either the plunger or the ml markings.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 15-jun-2022. H6: investigation summary one sample was provided to our quality team for investigation. Through visual inspection, foreign matter was observed within the syringe. Further evaluation identified the matter to be grease. A device history review was performed for potential lot 2203079, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Manufacturing equipment and machines undergoes clearly defined cleaning. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were found during manufacturing. While we cannot identify a direct issue, it was determined the grease likely accumulated in the mold during the molding process. H3 other text : see h10.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced foreign matter within the fluid path. The following information was provided by the initial reporter: there appears to be a deposit on either the plunger or the ml markings.